Event description:
It was reported that a patient dropped the ilet and the connector cracked off inside the ilet, after which an agent guided the patient to unlock the connector, perform a fill tube sequence, remove the cartridge, and replace the supply without impact to blood glucose. Customer care provided support that included technical troubleshooting performed remotely. Investigation of this case revealed a damaged connector component consistent with physical damage from a drop, with restoration of function following component removal and routine setup steps. No adverse injury or clinical effects during the event reported. Outcomes included continued therapy after successful troubleshooting without need for medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to mechanical damage.